Event description:
It was reported that the patient had a bad experience with her device. It was noted that the patient experienced a loss of therapeutic effect. It was noted that the patient had a lot of problems with diarrhea starting on the saturday prior to report. It was noted that stimulation was off prior to the day before report. It was noted that on the day prior to report the patient plugged in the antenna and pushed the stimulation on device and it ¿shocked¿ her. It was noted that the doctor came to help her and she got ¿shocked¿ again. It was noted that it shocked her in the groin and went over to her buttocks on the left side. It was noted that the patient was still hurting. It was further noted that the patient could hardly walk and could hardly sleep the night prior to report. It was noted that the second shock was worse. It was noted that the patient could not remember if she turned stimulation off after she was shocked, she was trying to turn stimulation down. It was noted that the patient had the device for bowel. It was noted that the patient stated that she did not get the urge. It was further noted that the patient wears a diaper all the time. It was noted that the patient was on program 2 at 4.30 v. It was noted that the stimulation was comfortable at the time of report but every ¿now and then¿ the patient would get a little ¿current¿ and or overstimulation. It was noted that it burns. It was noted that the patient falls a lot. It was further noted that the patient had a bad knee and her balance was off. It was noted that if the patient got up too fast she would walk sideways. It was noted that the patient was going to balance therapy. Additional information received reported that the cause of the event was that the patient did not understand the device. It was noted that no surgical intervention was required. It was noted that reprogramming occurred on (B)(6) 2013. It was noted that a different program was tried and it worked. It was further noted that the patient struggled with following directions. It was noted good results. It was further noted that the patient did not require hospitalization as a result of this event and that the patient outcome was no injury.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va01ha3, implanted: (B)(6) 2012, product type lead. (B)(4).